Event description:
It was reported that the ventilator intermittantly shuts down with an audible alarm. The patient was manually ventilated and placed on a back-up ventilator. No report of patient harm. Unknown if unit alarmed.